Event description:
It was reported that the patient experienced multiple line block alarms after a supply change, with rising cgm readings reaching high. The patient used four infusion sets and two cassettes, with one cannula found bent and one site bleeding. Hyperglycemia was resolved with an external insulin injection and an additional infusion site change. At the time of contact, glucose was 329 mg/dl and decreasing. The operator was the patient. The event occurred during infusion. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.